Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single-use ligating device's wire in the handle could not get the polyloop out during a therapeutic colonoscopy causing a delay of 30 minutes or greater. There are no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from customer and the results of the legal manufacturer's final investigation. Additional information: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the operating pipe of the slider was broken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Potential causes of the failure: based on the investigation result, a likely mechanism causing the reported events might be one of the following: mechanism 1 : 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6)pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7)the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1)the sheath was bent near the handle. 2)the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3)the operating pipe deformed and broke because the slider was forcefully operated. 4)due to above, the loop could not detach from the hook. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: the therapeutic colonoscopy with polypectomy was done as an outpatient and after completion patient was sent home with no reports of further harm.